Event description:
A materials mgr reported the infusion cannula "popped out" of pt's eyes during a procedure. There was no pt harm associated with this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).